Event description:
Information was received from a representative indicating that the patient had poor therapy for an unknown length of time. The patient reportedly stated that they were not sure that it ever really helped. A (B)(6) study was being performed on (B)(6) 2014. The doctor was unable to access the catheter access port (cap). A (B)(6) study was performed with normal results. The possibility of explanting the pump was discussed between the patient and their doctor. The medications infused were hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 information was received from a patient indicating that during the dye study on (B)(6) 2014 they were on the table for almost two hours being poked and probed. They again noted that the pump could not be accessed. The patient had a return in back pain. They had pain at the catheter and pump implant site. The patient was reportedly dismissed by their physician as their healthcare provider stated ¿the pumps are not good for you¿ and they should have the pump removed. They were given a prescription for oral medication. The pump was due to alarm on (B)(6) 2014.